Event description:
It was reported that during a pci procedure, a guidewire was unable to be removed from the maverick otw balloon catheter. The lesion being treated was located in the calcified, 100% stenosed left anterior descending (lad) artery. The balloon was being used to pre-dilate the lesion. The initial inflation was successful and the balloon was pulled back from the lesion for angiography. When the balloon was advanced back into the lesion, the guidewire became "stuck in the balloon". The maverick otw balloon catheter and the guidewire were removed as one unit. After removing the device from the patient, the physician was able to remove the wire from the device with some resistance. The procedure was completed with another maverick otw 2.5-20mm and the same guidewire. There were no reported patient complications. Patient status listed as "good".